Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited oversensing, noise and pacing inhibition. The noise was reproducible while the patient were moving. The noise was suspected to be myopotential. Additional information was received from the field indicated that no additional troubleshooting or intervention was performed. The involved leads are non-boston scientific product. The device remains in service. No adverse patient effects were reported.